Event description:
Dr. Reported that pt was discharged home aftr oct. 2000 lobectomy, came back to hosp with fever, and was found on culture and sensitivity to have resistant staph empyema. Pt was reoperated on nov. 2000 then discharged to a rehabilitation center, where pt arrested, then gradually regained health and was discharged home.

Event description:
Pt developed empyema. Surgeon may have to reoperate. Pt had no previous infection.